Event description:
Obtained a blood glucose result of 462 mg/dl while using the suspect device. Based on this result, patient reportedly phone demergency medical services and upon their arrival, 5- 7 minutes later, patient's blood glucose measured 170 mg/dl (on paramedics blood glucose monitor). Reporter stated that patient's vital signs were checked; however, no treatment was received. While on theline with technical support, quality control testing was performed on the patient's test strips and the results fell outside of the acceptable range. Patient reran control tests, using a new strip vial, and the results fell within the acceptable range technical support requested the return of the suspect product and replacement product was shipped.